Manufacturer narrative:
The investigation has started but has not yet been concluded. The investigation result will be reported in the follow-up report.

Event description:
On (B)(6) 2015, during surgery in operating room, room 5, lack of spo2 signal appears after one hour surgical intervention. Before this incident, everything was ok. Spo2 finger sensor nellcor (B)(4) was replaced by new one, the same for spo2 intermediate cable (B)(4) but this event continued, so lack of spo2 signal (wave), and presumable wrong value. The reported issue was completely solved after replacing the multimed plus or cable.

Manufacturer narrative:
The affected multimed plus or cable and a photo of the problem were provided for the investigation. From the photo, spo2 was connected with no other parameters monitored at the time. The provided cable was thoroughly tested using a known good nellcor spo2 sensor, intermediate cable and delta monitor with a spo2 patient simulator. During the three hours evaluation the event was not reproducible as the cited cable functioned as intended. No errors or alarms were generated. A possible cause for the reported event might have been a loose cable connection. During the event the device reportedly alarmed as designed. In the event of a loss of the spo2 signal, the user will be alerted via asterisks displayed in the p box which would be readily apparent.

Event description:
Please see initial report.